Event description:
It was reported that the customer woke up in the middle of the night to a powered off insulin pump. When the insulin pump's battery was replaced, the insulin pump alarmed excessive no delivery and signal too low. The customer's blood glucose level was 103 mg/dl. Standard troubleshooting was performed. The customer was advised that the insulin pump experienced an unexpected restart. The customer was sent a replacement battery cap and advised to monitor the insulin pump. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.